Event description:
It was reported to nova biomedical that a gestational diabetic consumer received a result of 177 mg/dl and was advised by her health care professional to go to the hospital. When the consumer arrived at the hospital the emergency room nurse performed a blood glucose test on the consumer, the blood glucose result is unk, but required no treatment. During the call to customer support, it was revealed that the consumer does not control solution test their test strips for integrity before use as instructed in our directions for use. During troubleshooting the integrity of the test strips was determined to be in range. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation because, this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.